Event description:
It was reported that during an a-fib procedure, the thermocool sf catheter was showing high temperatures. By changing out the catheter resolved the issue and the procedure was continued and subsequently completed without patient consequences. After follow up with the customer to get detailed information of the event it was stated that the stockert was displaying distal tip temperatures of 43-45 degrees during rf. The physician believed that the temperatures displayed in the stockert were inaccurately high when the first rf lesions were applied. The stockert was under power control mode and the temperature settings cut off was 42 degrees. Temperature cut off didn't happen and the physician stopped the rf delivery.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the thermocool sf catheter was showing high temperatures. By changing out the catheter resolved the issue and the procedure was continued and subsequently completed without patient consequences. The system was not checked since this ticket was opened only for documentation purposes. As this event was reported to bwi, device history record review was performed for stockert generator serial number (B)(4) and it showed that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that repair record investigation is completed. Concomitant product: navistar rmt thermocool: u.s. Catalog #: nr7tcsiy, lot #: 13257715. (B)(4).